Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient suffered from a lot of infections. On (B)(6) 2017, they reported their hands were numb and they didn't have the urge to void, but felt the urge to have a bowel movement. They didn't feel stimulation on the night prior and they had to sit in their bed for two hours on the morning of the report due to back pain. Their leaks were really bad and their legs were bouncing. After the stimulation was decreased, they were okay. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.